Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 1 month.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented with increased shortness of breath, a non-productive cough, elevated lactate dehydrogenase (ldh), concentrated urine, and decreased hemoglobin and hematocrit from baseline. It was also reported that the lvad system produced elevated pump power readings. Additional information was requested, but not provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the report of elevated ldh and power elevations could not be conclusively determined. The report of elevation pump power readings were not captured in the submitted system controller log file. The patient remains ongoing on vad support. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.